Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified secondary medication access set would not flow. The event was further described as; during infusion with melphalan, the medication set malfunctioned at the luer lock connector preventing drug from flowing. The patient's stem cell transplant was delayed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.